Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Elevated liver enzymes were (B)(6) 2020. If the nature of the health issues is made available to mentor, then a supplemental report will be submitted. See 1645337-2020-10003 for contralateral prosthesis report.